Event description:
It was reported that while the physician was preparing the unspecified apex balloon catheter for a percutaneous coronary intervention, the physician noted a hole in the balloon while "doing negative pullback." The balloon never entered the pt's body. The procedure was successfully completed with a similar device. The pt's status is unk.

Manufacturer narrative:
The device is expected but has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).